Event description:
It was reported that the customer had a back light anomaly on the insulin pump. The customer's blood glucose level was 145 mg/dl. The customer stated that the insulin pump display is hard to see when the back light is turned on. The customer reported that the back light is flickering on and off and no drops, no bumps or damage on the insulin pump. The customer was advised that the insulin pump is going to be replaced. No further information was reported

Manufacturer narrative:
The insulin pump was received with back light not working due to el panel defect on lcd board. The device had minor scratches on lcd window, cracked case at display window corners, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).